Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-08622 - device 1 of 5. E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that five infusion sets were fell off during use. The infusion set in use for 2 days. The customer resolved their issue by replacing infusion set and resumed insulin successfully. No further information available.